Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain around the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to not using the scs and not receiving adequate pain relief. The patient was doing well postoperatively.

Event description:
A report was received that the patient had pain around the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.